Event description:
It was reported to philips the device external paddle would not work properly and the shell was broken. There was no patient involvement. A philips authorized field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty external paddle set. The fse replaced the external paddle set. The device passed all performance assurance tests and was placed back into use with the customer.